Event description:
It was reported by a health care professional that an intera 3000 pump was explanted and replaced with another intera 3000 pump due to an alleged malfunction. It was described by the health care provider that the pump was implanted after a liver resection and was reported to be working. Several weeks before the explant, the medical oncologist observed that the pump would return more volume of infusate than expected. A nuclear medicine flow study was performed on 10 january 2022 to assess the pump flow. The study injects tracer into a bolus pathway of the pump to assess obstruction of the bolus pathway. The flow study reported "no evidence of obstruction of the hepatic pump system". The pump residual infusate was rechecked on 11 january 2022 and found to be 30 cc (i.e. Full), indicative of no flow from the reservoir. Since the flow study showed there was flow, without obstruction, through the catheter between the pump and the artery, it was determined by the healthcare provider that there was a malfunction with the pump itself and required replacement. The pump was explanted and was replaced on (B)(6) 2022 and the patient was discharged home, with the plan to resume outpatient chemotherapy. No other complications or additional patient consequence was reported.

Manufacturer narrative:
Intera is in possession of the returned device and is conducting an evaluation in order to confirm if a malfunction has occured. At this time of this report, the evaluation is not yet complete and therefore the malfunction cannot be confirmed at this time. When the evaluation is completed and the investigation is concluded, a supplemental report will be filed.

Event description:
It was reported by a health care professional that an intera 3000 pump was explanted and replaced with another intera 3000 pump due to an alleged malfunction. It was described by the health care provider that the pump was implanted after a liver resection and was reported to be working. Several weeks before the explant, the medical oncologist observed that the pump would return more volume of infusate than expected. A nuclear medicine flow study was performed on (B)(6) 2022 to assess the pump flow. The study injects tracer into a bolus pathway of the pump to assess obstruction of the bolus pathway. The flow study reported "no evidence of obstruction of the hepatic pump system". The pump residual infusate was rechecked on (B)(6) 2022 and found to be 30 cc (i.e. Full), indicative of no flow from the reservoir. Since the flow study showed there was flow, without obstruction, through the catheter between the pump and the artery, it was determined by the healthcare provider that there was a malfunction with the pump itself and required replacement. The pump was explanted and was replaced on (B)(6) 2022 and the patient was discharged home, with the plan to resume outpatient chemotherapy. No other complications or additional patient consequence was reported.

Manufacturer narrative:
Intera has completed an investigation into the physical performance of the device. The device was evaluated for physical appearance, flow rate, bolus flush, and inadvertant bolus. All test results passed and were as expected for the device as manufactured. No functional or performance deficiences were identified. The device history record for the lot was reviewed and no deviations or nonconformances for this device were identified. Intera does not have any other reports of a similar nature for currently manufactured devices and therefore there is no trend of this type of report within intera devices. Based on the summation of this information, the complaint cannot be confirmed.